Event description:
Initial result for a pt creatinine was 0.5 mg/dl. When repeated, the results were 1.19 mg/dl. The incorrect result was not used to guide therapy. The field service rep repaired in instrument by cleaning the cuvette cleaning system.